Event description:
Attorney's litigation alleges, "on or about the 16th day of november, 1990, the plaintiff underwent a bilateral breast augmentation." Attorney's litigation also alleges, "in or about 1990 the plaintiff began to experience major health problems including depression, flu like symptoms, sleep disturbances, chronic fatigue, hair loss, pain in the ovaries, migraines and digestion problems. On june 17, 1994, the client underwent a mammogram test which indicated there were some problems". Attorney also alleges "in september of 1994, a connection was made that some of her difficulties may be a result of her breast implants. The plaintiff claims that her injuries and physical and mental condition problems have been caused by the mammary implants. Plaintiff also claims that the said implants were defective and that gel was allowed to enter her body".